Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the gauze was linting as soon as it came out of the package. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the product was not returned, however, a picture was provided by the customer for analysis. Visual inspection found the cotton fibers next to a sponge. Loose strings were shown in the picture. The gauze was unfolded. The reported condition was confirmed. The investigation of the picture found loose cotton fibers, probably coming from the sponge. The picture showed that the cotton had been unfolded. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the dfu, the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the gauze was linting as soon as it came out of the package. However, the lint was only on the surgical table, not in the surgical field. There was no patient involvement.